Event description:
It was reported by hcp that the device has been alternately showing alarms high vacuum, low vacuum, and then air leak. Hcp had performed all troubleshooting per clinical guideline and reported that after disconnecting at quick click connector the alarm condition did not get resolved. Hcp also tried turning off therapy and powering down the device, but still alarm did not get resolved. No backup device available.